Event description:
Description of event according to study ((B)(6): zenith alpha thoracic post market retrospective study): synopsis: thrombus in the study devices was reported on imaging 1466 days post-procedure. On (B)(6) 2021, this 77-year-old female patient was routinely treated for fusiform thoracic aortic aneurysm with placement of a proximal zta-p-46-233 and a distal zta-p-46-179, starting at zone 2. Prior to the study procedure, the patient underwent left subclavian to left common carotid bypass on (B)(6) 2021. The study procedure included left subclavian embolization. Procedure imaging revealed patent study devices, no endoleaks, and no device issues. The patient was discharged on anti-platelets and anti-coagulants. On the day of the procedure, the patient experienced hemorrhage/carotid artery injury surgically treated with suturing. The event is noted as not related to the study device, related to the procedure, ¿injury of the carotid artery in an attempt to insert a central line.¿ follow-up imaging on (B)(6) 2021 revealed patent study devices, no thrombus, no device issues, and a type ii endoleak. The patient was taking anti-platelets and anti-coagulants. On (B)(6) 2021, the patient experienced a fall which required no treatment. The event was not related to the study device or procedure. Follow-up imaging on (B)(6) 2021 revealed patent study devices, no thrombus, no device issues, and no endoleak. There were no visits at the 12-month, 2-year, or 3-year time points. On (B)(6) 2025, the patient experienced a type ib endoleak which was treated with secondary intervention on (B)(6) 2025, placement of a distal component. The event was noted as not related to the study device or procedure, related to the treated aortic disease. On (B)(6) 2025, 4-year follow-up imaging revealed patent study devices, thrombus at the study devices (query response indicates both devices were involved), no device issues, and no endoleak. The patient was taking anticoagulants. Patient outcome: no specific treatment has been noted for the thrombus seen on 4-year follow-up imaging.

Manufacturer narrative:
Manufacturers ref (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) lot #: e3996839 and e3990190. D4) catalog #: zta-p-46-233 and zta-p-46-179. G4) similar to device marketed under 510(k)/PMA: p140016. Summary of investigational findings: this complaint is opened to address thrombosis in a zta stent graft, in a patient enrolled in a zenith alpha thoracic post market retrospective study (17-13). On (B)(6) 2021, this 77-year-old female patient was routinely treated for fusiform thoracic aortic aneurysm with placement of a zta-p-46-233 proximal and a zta-p-46-179 distal, starting at zone 2. Prior to the study procedure, the patient underwent left subclavian to left common carotid bypass on (B)(6) 2021. The study procedure included left subclavian embolization. Patient pre-existing conditions include congestive heart failure (nyha 2), hyperlipidemia, chronic obstructive pulmonary disease, hypertension, current smoking. Proximal and distal neck was parallel with no thrombus, occlusive disease or calcification and mild tortuosity. There is localized angulation >45 degrees in a segment of aorta into which deployment of the device is intended and radius of curvature <20 mm in a segment of aorta into which deployment of the device is intended. Procedure imaging revealed patent study devices, no endoleaks, and no device issues. The patient was discharged on anti-platelets and anti-coagulants. Follow-up imaging on (B)(6) 2021 revealed patent study devices, no thrombus, no device issues, and a type ii endoleak. The patient was taking anti-platelets and anti-coagulants. Follow-up imaging on (B)(6) 2021 revealed patent study devices, no thrombus, no device issues, and no endoleak. On (B)(6) 2025, the patient experienced a type ib endoleak ((B)(4), FDA ref (B)(4)) which was treated with secondary intervention on (B)(6) 2025, placement of a distal component. The event was noted as not related to the study device or procedure, related to the treated aortic disease. On (B)(6) 2025, 4-year follow-up imaging revealed patent study devices, thrombus at the study devices both devices were involved, no device issues, and no endoleak. The patient was taking anticoagulants. No specific treatment has been noted for the thrombus seen on 4-year follow-up imaging. The patient remains in the study; data collection is ongoing. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Complaint is related to the implanted stent graft this complaint originates from a retrospective post marked study where images are not collected. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformance's that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is evidence to suggest that user did not follow the instructions for use and/or label. It is reported that there is localized angulation >45 degrees in a segment of aorta into which deployment of the device is intended and radius of curvature <20 mm in a segment of aorta into which deployment of the device is intended. According to the instructions for use ¿no localized angulation should be larger than 45 degrees.¿ the device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. There is a possibility that the reported angulation/tortuosity could have been a contributing factor for thrombus formation in the zta stent grafts. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.